Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the portion of the second prostyle device containing the removable shoe [foot/sheath] was abnormally bent. This caused significant bleeding and the aaa procedure was abandoned. Hemostasis was achieved surgical suturing. There is no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported bent sheath was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a bent sheath include, but not limited to; difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. The reported patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number, primary UDI number updated.